Manufacturer narrative:
(B)(4). Per fsr, after replacing the oxygen (o2) sensor the unit still would not power up. He replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) would not power up. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis the product surveillance technician (pst) found the electronic patient has system (epgs) would not power on because of a defective generic board. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.